Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿. A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.